Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports issues with the enteral feeding pump during testing ranging from inaccurate rate of infusion to failed motor sensor. The customer was not able to provide any specific details or additional information regarding the reported event. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿issues with the enteral feeding pump during testing ranging from inaccurate rate of infusion to failed motor sensor.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.